Event description:
The customer reported being hospitalized due to high blood glucose of 400mg/dl. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. It was stated that the time was on military time, which may have be the cause of her low and high blood glucose level. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.